Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with the needle severely bent at the stiffener sleeve. The sample was then functionally tested for actuation. The sample was found to be nonconforming for actuation. The probe was disassembled and the components inspected. The degree of wear could not be determined as the inner cutter broke while trying to extract it from the severely bent needle. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag , indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation does confirm the probe had an actuation failure. The most likely cause for the actuation failure is from the severely bent needle. A bent needle can impede the movement of the cutter shaft. The exact root cause of the severely bent needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. An exact root cause for the severely bent needle could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that actuation failure of the probe occurred, the condition of aspiration was unknown during vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).